Event description:
It was reported that following a laparoscopic cholecystectomy procedure, after firing (at least 3 firings were mentioned), the device could not apply firmly the clips or couldn't apply the clips on the cystic duct tissue at all. Some of the clips were not firmly attached on the tissue and some others just fell without having been previously attached. The firing trigger was not blocked. The procedure was completed using a competitor's device. No patient consequences reported.

Manufacturer narrative:
(B)(6). Information anticipated, but unavailable at this time. Additional information: did the device form the clips as intended? No, it didn't. If not what was the shape? Unknown. Scissored? No. Clip gap? Unknown. Tear drop? Unknown. Did the clips drop/eject from the jaws? Yes, the second one (according to the surgeon) did the clips feed into the jaws? Yes. Were the clips formed properly and then move or come off the tissue? The clips were not formed properly. Which firing of the device did this event occur on? What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? Unknown. Was any unexpected resistance felt while firing the trigger? Unknown. Were any unexpected noises heard? If so, when? No, nothing was reported. Did anything unexpected happen prior to this incident? No, nothing was reported. Was the device fired after this incident in or out of the patient? The device wasn't fired again after the incident. What were the indications for surgery? What was found? Lap cholecystectomy. Does the patient have any relevant history of surgical treatments? If so, what? Unknown. Did somebody other than the primary surgeon fire the instrument? If so, whom? No, nobody else.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.